Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Pt reported the infusion device vibrates for no reason and without giving an alarm. Pt stated she had a problem with the buttons on the infusion device not working. Pt reported she is currently wearing a new infusion device. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.